Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was confirmed through funcational evaluation by a manufacturer service technician. It was determined that the trigger locking cam was sticking, which is the probable cause of the reported event.